Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type:; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: cable 9730258 network cross-connect h3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that when attempting to perform a spin at the end of the case on the medtronic imaging system, to verify accuracy and send to the navigation system, the scan was unable to transfer. The representative reported the wheel was turning like it was lading but never fully transferred. The representative reported the cord seemed to have been unplugged. There was no reported delay to procedure and no reported impact to patient outcome.